Event description:
(B)(6) male with history of cad (coronary artery disease), remote mi in 1989 and cardiomyopathy. The patient was admitted due to complaints of recurrent defibrillator shocks, which had been secondary to over sensing in the ventricular lead for clear ventricular lead fracture as per cardiologist. The patient scheduled for generator replacement, rv defib lead replacement and atrial lead placement. Addendum: unsure of lead placement date, however per medical record the defibrillator had been implanted in 2006.